Event description:
The customer reported failures of the rbc (red blood cell) parameter for the quality control samples, abnormal ii, when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to patients associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the blood sampling valve (bsv) and the actuator which was damaged to resolve the issue. (B)(4).